Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a5, a6, b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported a "rupture", "breast deformation" and "pain in chest". Later contacted back reporting a left side "capsular contracture baker grade iii", "seroma" and the absence of rupture after device explantation. This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a "rupture", "breast deformation" and "pain in chest". Later contacted back reporting a left side "capsular contracture baker grade iii", "seroma" and the absence of rupture after device explantation. This record is for the unknown side. The device was explanted.